Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "factory 4hr xylene standard" protocol comprising 57 cassettes, which started in retort a at 16:00 on (B)(6) 2023 and completed successfully at 22:59 on (B)(6) 2023. The information provided details that the tissue type and sizes of the patient tissue samples identified by the complainant as "underprocess [sic]" were "biopsies - colon, gi, prostate, breast cores" of "1.5cm - 3cm" in size. The "factory 4hr xylene standard" protocol" protocol with a duration of 4 hours and 5 minutes has been validated for use on this instrument in the complainant's laboratory. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "factory 4hr xylene standard" protocol is not appropriate for processing "biopsies - colon, gi, prostate, breast cores" of "1.5cm - 3cm" in size.

Event description:
On 18 october 2023, the complainant contacted leica biosystems and reported the following: "under process tissue, no error noted ran to completion user stated overnight run no error noted ran to completion on ret a 57 bx blocks, upon embedding tech discovered tissues are saturated with water. Not able to embed. Bottle 4 was changed prior to run they did hydrometer checked and result was 100%. Ret b was running as well and those tissues processed well." On 21 october 2023, leica biosystems melbourne received the following information provided by the complainant to the local leica field applications specialist ii - core histology (fas) who visited the complainant site: "customer reported underprocessed [sic] biopsies that were loaded on retort a on (B)(6)2023 at 4pm and finished on (B)(6)2023 at 11pm. Routines were also loaded on retort b on (B)(6)2023 at 4pm and finished on (B)(6)2023 at 3am. Customer reported underprocessed [sic] tissue from biopsy cases processed on retort a. Routine cases processed on retort b were processed optimally. The only changes made to the instrument before affected run was on (B)(6)2023 at 7am, reagent bottle properties reset on bottle 4 and 16. Reagent bottle 4 was used in both processing runs on retorts a and b as the final ethanol bottle according to the instrument logs. I spoke with grossers about sizing of the tissue being processed on the leica standard 4hr xylene protocol. They are not adhering to the tissue size recommendation for the leica standard 4hr xylene protocol. According to the customer, there are pa students grossing patient tissue as part of their clinical rotation. There is a new student every 6 - 8 weeks. There are histo [sic]-students changing reagents bottles on the peloris 3 sn:(B)(6), all under the supervision of the lab supervisor. All underprocessed [sic] tissue was reprocessed on the cleaning cycle of the back up excelsior tissue processor, then processed normally on excelsior." On 21 october 2023, leica biosystems melbourne received information from the local leica field applications specialist ii - core histology that all patient cases involved in this event were diagnosable.